Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with difficult to remove needle and shielding failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with difficult to remove needle and shielding failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8025673. Our records show the reported lot was manufactured on 01/28/2018, and determined that this is the second instance of a needle shielding failure and the only instance of a difficult needle disengagement occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. (B)(4) was reviewed and process controls are very likely to detect failure modes and prevent failures end users. We could not found the root cause of the issue; since, no sample or photo was returned for evaluation.